Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: detailed inquiry description: the clinician was struggling with air in line during vancomycin infusion. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One unused sample and four photographs were provided for evaluation. The sample and photographs were visually evaluated, and no defects were observed on the physical sample. In the photographs provided, microbubbles were visible in the tubing and the IV bag. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the physical sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak-tested with passing results. Based on the photos provided, the reported defect was confirmed. Although the photographs were confirmed and the air in line could not be replicated, a possible root cause of air in line alarms could be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.